Manufacturer narrative:
(B)(4). Evaluation results: lack of information (cause of event is unknown). Evaluation conclusion: lack of information (cause of event is unknown).

Event description:
An archer guidewire was used as an accessory product in a patient during the endovascular treatment of an abdominal aortic aneurysm approximately three weeks ago. It was reported that the coating of the archer guide wire came off during the procedure. No further information was provided and the archer guide wire was discarded by the user facility. No further information was provided.

Event description:
Additional information was received as follows. The guidewire was used in patient. There were no injuries reported. The product problem started after 2-3 insertion / movement of the wire through other manufacturer's devices, reliant balloon and endurant delivery system.